Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) during the load process. Customer's blood glucose level was not impacted. At the time of the report the customer's blood glucose level was 90 mg/dl. Reportedly, the customer has manual injections as alternate insulin therapy.